Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's PICC line was removed. All incisions have healed. There was reportedly no longer any fever or any signs of infection.

Event description:
It was reported since the patient's lead revision surgery (reference MFR. Report: 1627487-2014-24133), the patient's lead incision site had not completely healed. The patient experienced pain that radiated to his chest/rib area. Additionally, there was pus around the lead incision site. It was also reported the patient's crp count was very high. The patient is obese and has several other health issues. Follow-up identified the patient was hospitalized to re-evaluate the wound incision. A CT scan revealed fluid around the spine and there was an evident infection at the lead site which appeared to have travelled down the tunnelling tract. As a result, the entire scs system was explanted. The patient is being treated with vancomycin. The explant date is unknown at this time.

Event description:
Follow-up identified the patient's incision site has healed; however, the patient continues to be monitored for residual infection.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.